Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
During the product investigation, it was discovered the lancet does not retract when the dial cap is set on the number 4. Technical support requested the return of the suspect product and replacement product was shipped. The system is the softclix, lot wip015.